Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) previously received inappropriate shock therapy in 2023 and the device was reprogrammed to the primary vector. Recently, additional inappropriate shock therapies were delivered due to left bundle femoral block. The patient was seen in-clinic, where both the secondary and alternate vectors were deemed unsuitable due to artifacts. Exercise testing was performed, which was able to induce the left bundle block. The physician acquired a new reference electrocardiogram of the femoral block morphology and contacted boston scientific technical services (ts) for review. Ts confirmed that the shocks were delivered due to double detection due to a morphological change. It was recommended to continue with remote monitoring, as the new reference template will likely reduce the risk of further inappropriate shock delivery. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.